Event description:
The following was reported to hamilton medical ag: "on (B)(6) 2025, when the emergency department was using a ventilator to treat patients, the equipment shut down for no reason and could not be restarted. Subsequently, the ventilator was replaced for treatment and reported to the equipment department for repair." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). The UDI could not be provided as the serial number was not given by the customer.

Manufacturer narrative:
Investigation outcome: complaint description. On (B)(6) 2025, when the emergency department was using a ventilator to treat patients, the equipment shut down for no reason and could not be restarted. Subsequently, the ventilator was replaced for treatment and reported to the equipment department for repair. No device logs were provided with this complaint. It was learned that the situation reported by the hospital was not true. In fact, it was found that the ventilator could not be started normally during the pre operation inspection, and the nurse reported to the equipment department after finding it. After inspection, it was confirmed that the drive board was faulty, and it was normal after replacement. Instead of the hospital report that the equipment was turned off when the patient was treated. It was found during pre operation inspection that the machine could not be started, the patient was not connected, and no injury was caused. The self-test is performed during the ventilator's startup process, prior to patient connection. This test ensures that the ventilator's components, including alarms, sensors, and circuits, are functioning correctly. It is a standard safety feature to ensure that the ventilator is functioning correctly before it's used on a patient. A failed self-test does not indicate a malfunction but rather was designed to prevent it. It serves as a security check to ensure all systems are functioning properly. If self-test is failed, it does not imply immediate danger, but rather alert an issue that needs to be addressed to prevent future problems. In conclusion, a failed self-test should is not critical failure, but part of the pre-emptive safety and maintenance measure. As soon as the underlying issue is addressed properly, the ventilator can be safely used on patients. The device is normal after replacing the driver board. This case is considered as closed.